Event description:
It was reported that this pacemaker system was exhibiting right atrial (ra) lead noise. The patient reported palpitations. The health care professional (hcp) noted that ra lead and rv lead impedance measurements were turned off. A signal artifact monitoring (sam) had been recorded. Technical services (ts) was consulted and recommended troubleshooting. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected impact code.

Event description:
It was reported that this pacemaker system was exhibiting right atrial (ra) lead noise. The patient reported palpitations. The health care professional (hcp) noted that ra lead and rv lead impedance measurements were turned off. A signal artifact monitoring (sam) had been recorded. Technical services (ts) was consulted and recommended troubleshooting. This pacemaker system remains in service. No additional adverse patient effects were reported.additional information was received and the pacemaker system was reprogrammed and will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting right atrial (ra) lead noise. The patient reported palpitations. The health care professional (hcp) noted that ra lead and rv lead impedance measurements were turned off. A signal artifact monitoring (sam) had been recorded. Technical services (ts) was consulted and recommended troubleshooting. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information was received and the pacemaker system was reprogrammed and will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting right atrial (ra) lead noise. The patient reported palpitations. The health care professional (hcp) noted that ra lead and rv lead impedance measurements were turned off. A signal artifact monitoring (sam) had been recorded. Technical services (ts) was consulted and recommended troubleshooting. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information was received and the pacemaker system was reprogrammed and will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.